Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code). Evaluation results: zoll medical corporation evaluated the device and the device performed to specification. The device was put through extensive testing including full functional and cardioversion testing without duplicating any fault to the device. The device was recertified and returned to the customer. Review of the activity log showed sync was enabled at 19:41:32, with sync markers present. The signal was lost for approximately half a second, and the sync markers did not return. Sync was enabled again, but this time with a lambda waveform, characterized by a large r wave that fuses with the st segment, making it difficult to identify the r wave. This issue appears to prevent the device from properly identifying the r wave required for cardioversion. After the device disarms, the user reverts back to manual defib and successfully shocked the patient. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to cardiovert the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), the device failed to capture the patient's heart rhythm. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.